Manufacturer narrative:
Insulin pump passed functional tests including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the dat test at 0.08710 inches. The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 300 mg/dl. The customer was treated with shots. The customer was wearing the insulin pump during the hospitalization. The customer stated that since the hospitalization they have been off the insulin pump for weeks and was using shots to treat. The customer was assisted with high blood glucose troubleshooting. The customer's blood glucose at the time of the call was 150 mg/dl. The drive support cap appeared normal. The insulin pump has not been worn for weeks and other troubleshooting could not be performed. The customer was the insulin pump to be replaced. The insulin pump was returned for analysis.